Manufacturer narrative:
The customer is using the system, but would like the power cord properly replaced.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the power cord was damaged on the perfusion system. The device was not changed out, as the customer replaced plug end with a hospital grade plug. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.